Event description:
Report received from (B)(6) stating that the device had dura guard damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of damaged dura guard of the 6.5cm adult crani attachment was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).